Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen due to signs of previous moisture presence and corrosion on pcba1 especially around a couple pins of the force sensor connector. Unable to perform the displacement test due to the critical pump error. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. There's also another crack in the battery threads which runs horizontally parallel to the top of the unit. Finally the s/n label located between the belt clip rails has rubbed off and become illegible. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the cracked along battery compartment. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.